Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that the analysis was inconclusive and probable cause was unable to be determined with the instrument flickering. However, the software was functioning as designed with the scans being unavailable under recent patients. T. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the camera issues could not be replicated. Additionally, the imaging system in the operating room (or) was inadvertently removed from the equipment list, resulting in the patient loading issue. Only re-added to the software, functionality was restored. The navigation system then passed a system checkout and was found to be fully functional. Other relevant device(s) are: product ID: 9735740, serial/lot #: version 1.2.0. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a spinal fusion, instruments to "flicker" while tracking without prompt from the user. Prior to the reported issue, it was noted that instruments navigation without issue after an image acquisition. The tracking view was not opened, and the navigation system was rebooted. When booting up, the acquire image pages was loaded but the patient was not under the tab on the right hand side. A second medtronic navigation system was brought into the operating room (or) to complete the procedure. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome.